Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer did not reset the pump as they were not near charging supplies but planned to call back later for assistance with the reset instructions. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.